Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the reservoir had air bubbles and unable to get insulin. Customer stated her blood glucose were higher between 200 and 300 mg/dl. The customer was assisted to do troubleshooting and was advised to call if problem persists. Advised the customer the reservoir and sets would be replaced. No further information provided.